Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl. It was reported that the pump battery could not be charged, leading to the pump shutting off. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.